Event description:
Consumer alleges he was using the transfer bench when the two legs with suction cups on the bottom gave out causing him to fall in the bath tub. Consumer alleges he was not injured during this fall.